Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, crossing difficulties were encountered and a shaft break occurred. The 20mm x 3.0mm maverick 2 monorail balloon catheter failed to cross the 75% stenotic lesion located in the severely calcified and moderately tortuous mid left anterior descending (lad) coronary artery. While attempting to cross the lesion, the proximal section of the shaft broke. According to the customer, the shaft broke "near the hub" and "outside the patient". The entire shaft was successfully removed. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.